Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found that the power cord fastener was broken and that the internal battery is too old to maintain the appropriate voltage to power cycle the 840 ventilator. The power cord fastener was replaced and the customer was advised that the battery needs to be replaced. The unit passed all testing.

Manufacturer narrative:
(B)(4).